Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-mar-2026, a sales representative reported via (B)(4) that the ar-9090-02s dualcomp hindfoot nail was inserted into the patient, and it was noticed that the talar screw slot had already been fully opened and compression broke. This issue was discovered during a case with no patient harm.